Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state the following additional complications: ¿additional complications include, but are not limited to: pneumoperitoneum, peristomal wound infection and purulent drainage, stomal leakage, bowel obstruction, gastroesophageal reflux (gerd), and blockage or deterioration of the peg tube." The instructions for use state the following information under precautions: "follow the instructions and the patient care manual supplied with each kit. It is essential for the patient care manual to accompany the patient and be explained to all people responsible for the care of the patient." The instructions for use provides the following warning: "warning: excessive traction on the gastric feeding tube may cause premature removal, fatigue or failure of the device." The instructions for use state the following for instructions for tube placement: ¿after determining that the mucosa is healthy, proceed with this procedure.¿ the instructions for use state: "warning: the bolster should sit close to the skin but not tight against the skin." The instructions for use state the following: "using the enclosed scalpel, make a 1 cm long incision through the skin, subcutaneous tissue. Caution: a smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
After a peg insertion, where the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull, the patient experienced a site (stoma) skin breakdown causing infection with feed leakage at the site. Customer advises that she has worked with peg care for 20 years thus her experience feels it was due to such a large size tube. See related mdrs: [1037905-2016-00262,1037905-2016-00263,1037905-2016-00264,1037905-2016-00266].